Event description:
During rotator cuff repair, when the surgeon was inserting the anchor, the device broke. It was impossible to retrieve the tip of the anchor as the broken piece was not protruding from the bone; it was deeper within the bone. The surgeon did not attempt removal of the piece; he immediately prepared another site to continue the surgery using another available twinfix device. The bone tunnel diameter length was 5.5mm. A starter was used, and the tunnel was prepared with an endoscopic drill. There was no delay reported. The patient¿s post-op condition was reported as okay.

Manufacturer narrative:
One 5.5mm twinfix ultra ha anchor system was returned for evaluation. Visual assessment of the device confirmed the reported breakage. Dimensional assessment of the anchor is prohibitive due to its condition. The inserter tines that interface with the anchor are bent and twisted. Dimensional analysis of the inserter found it met print specifications. The inserter exhibits characteristics consistent with excessive forces having been applied during insertion. Per the devices IFU ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time.

Manufacturer narrative:
Although anticipated, the device has not been received for analysis. (B)(4).